Manufacturer narrative:
Samples were returned and evaluated. Knot pull strength and in vivo testing were both satisfactory. No tissue reaction of any type was noticed during the in vivo testing. The applicable lot history and sterility records were unremarkable with regard to the complaint. A search of the data base found no other complaints on these lots. Co concludes that there must have been other contributing factors, perhaps transitory, which influenced the outcomes reported.

Event description:
A distributor reports receiving the following complaints for dexon ii when used for plastic surgery: patients have developed granulomas in areas of the face (both pediatric and adult patients); wound dehiscence in several patients; allergic reactions. No additional patient information was provided.